Event description:
Device issue: detached tip. Time of device issue: during procedure. Adverse event: foreign body in anatomy. It was reported that during the procedure in the right coronary artery, there was no resistance felt; however, the balance guide wire tip separated and remained in the coronary. Reportedly, there was no intervention performed and no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The separated proximal end of the guide wire has been received; however, the investigation is not yet complete. A follow-up report will be submitted with any additional relevant info.